Event description:
The customer contacted stryker to report that their device did not complete boot-up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's system pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.